Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed service methods testing and replaced reagent probe 5 (r5), sample probe 3 mixers (s3) and the aliquot probe for clog detects errors. The cse ran service methods testing again, resulting satisfactory. The cse then instructed the customer to enable magnesium (mg) and albumin (alb), auto-align server 3 probes, and run precision studies on alb and mg, which resulted satisfactory. The customer ran quality control (qc) for server 3 probes, resulting within specification. The cause of the discordant, falsely low mg and discordant alb results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on two patient samples on a dimension vista 1500 instrument. One of the discordant results (sample ID (B)(6)) was reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. Sample ID (B)(6) was then repeated on the original dimension vista instrument, matching the alternate dimension vista instrument result. The repeat results were reported to the physician(s). The customer also stated that discordant albumin results were obtained. No information was provided for the discordant albumin results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results or discordant albumin results.